Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that following an unrelated procedure, electrocautery use had caused the device to enter into backup mode. A firmware download successfully restored the device.